Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving intrathecal dilaudid via an implantable pump for non-malignant pain. It was reported that the communicator was slow and takes a long time to connect to the pump. The patient had to restart and cancel and sometimes it would search for the pump and connect but it stops all through it most of the time. The patient was trying several times before they could connect. Agent asked for the exact message patient was getting and patient said it was just trying to connect and it was doing its thing going around and around. The patient also mentioned they wake up in the nightand it hurts and they would be wide awake by the time the thing connects. The patient had pain when she could not get the bolus. Agent walked patient through resetting the handset and communicator. Agent advised to close all every so often to clear the apps and did walk the patient through clearing data in settings. The patient was able to successfully connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient would monitor and call back if the device was still giving her trouble in connecting. (B)(6) 2025 patltr (con): additional information received from the patient reported that they were not certain what the cause of the issue was; it still takes them cancelling and resynching to deliver a bolus.